Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
An in-center user facility reported that an internal blood leak occurred approximately 55 minutes before a patient's hemodialysis (hd) treatment was scheduled to end. The 2008k hd machine generated a blood leak detected alarm. Test strips were used to confirm the presence of blood. The bloodline and dialyzer were discarded, and the hd treatment was terminated. The patient's estimated blood loss (ebl) was noted as being approximately 250ml. The patient returned for a follow-up treatment two days later, which was successfully performed without issue. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The complaint device is not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. Following the event, the machine was bleached and cleaned, and then returned to service.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.